Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt240 adult dual heated breathing circuit did not pass the ventilator leak test. A leak was identified near the proximal end of the expiratory limb. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 adult dual heated evaqua breathing circuit expiratory limb was returned to fisher & paykel healthcare for evaluation. Results: visual inspection revealed a hole in the evaqua (expiratory) limb of the breathing circuit. The hole was found approximately 18cm from the elbow connector. A lot check could not be carried out as the lot date was not provided. Conclusion: based on the visual inspection, the evaqua limb appears to have been punctured with a blunt object. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. (B)(4). The user instructions supplied with the rt240 breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." - "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Hospital staff correctly checked the rt240 breathing circuit before patient use, which is in line with our user instructions.